Event description:
Additional information received on december 21, 20023 for report number mw5147867 to change manufacturer's name. Unknown how catheter found no longer in place. Patient was awake, alert, oriented. He said he heard pop. This was not witnessed.

Event description:
Patient is a 60 year old male who brought to ed(emergency department) for incomplete bladder emptying (large hydrocele) with failed catheter attempts. He had a coute foley placed with no injury where later it was no longer in place with retention of catheter tip confirmed on CT requiring surgical removal. Unknown how catheter found no longer in place. Patient was awake, alert, oriented. He said he heard pop. This was not witnessed.